Event description:
According to the reporter during use, the shaft part of the ligasure snapped close to the handle. No pieces went into the patient¿s cavity. The ligasure cracked at the very top of the shaft near the handle, the furthest part away from the patient¿s body. It was during a laparoscopic case and no loose pieces came off of the ligasure after the crack that we were aware of. It was then replaced. The cord was cut using scissors after it had snapped. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.